Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer, the device history record(DHR) review, and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. According to the investigation results, the cable was found to be defective. Therefore, the probable cause of the reported phenomenon of no image occurred because the video function did not work properly as a result of the defective cable. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Event description:
A user facility reported that the hd camera head was unable to function after falling down. During a standard service inspection of the customer returned device, cable was break noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image display was noted due to cable break. In addition, cable leaking and worn-out adapter were observed. The probable cause of all defects were caused by normal wear and tear or customer¿s handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.